Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Seven implants were placed in class 4 bone during a complex procedure. Sinus elevation and bone graft procedures were previously done in the area on 7/27/95 & 11/17/95. The implant in site# 4 was removed approximately 2 months post-op due to mobility. The clinician reports that the failures may be due to poor bone quality, tobacco use by patient and pressure placed on the implants from a provisional denture placed immediately after surgery.